Manufacturer narrative:
One viewflex xtra ice catheter was received for evaluation. The tip of the catheter was noted to be bent and fractured. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the catheter damage is consistent with damage during use.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
During the procedure, it was noted the catheter did not deflect as expected. When the catheter was removed, the tip was noted to be broken approximately a half inch back.